Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The batch and/or lot number you provided, p4rybt, is not a valid number. Do you have the correct six digit/character batch and/or lot number for the mcm20 device? Can you clarify if the device jaws cut the artery? Or if a clip cut the artery? How was this issue addressed?

Event description:
It was reported that during an unknown procedure, defective clamp. Clips would not hold. Three clips needed to be layed instead of one. The artery has torn. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the batch and/or lot number you provided, p4rybt, is not a valid number. Do you have the correct six digit/character batch and/or lot number for the mcm20 device? No can you clarify if the device jaws cut the artery? Or if a clip cut the artery? The customer does not know. How was this issue addressed? Use of another ligation method. No patient consequences. No transfusion.